Event description:
It has been reported to philips that the system would not boot up and get stuck when the counter reached 00:00. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. The philips field service engineer (fse) inspected the system onsite and confirmed it was not booting up. A "disk read error occurred, press ctrl+alt+del to restart" message displayed on the large monitor, indicating a hard disk problem or a read process error. The review of the system log files supported the initial findings, revealing a flexvision pc booting error. To resolve the malfunction, the fse replaced the flexvision pc, the hard disk, and installed the system software. Following the replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.